Manufacturer narrative:
All buttons functioned properly. No button error alarms noted during testing. No damage to keypad traces noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm. The customer's blood glucose was 478 mg/dl at the time of incident. The insulin pump will be returned for analysis.